Event description:
While infant was being positioned with mother or child with assistance the catheter was noted to be completely broken off. Pressure was applied to insertion site and exposed catheter was held in place. The physician was called to the bedside immediately and 16 cm of catheter was removed. Minimal blood loss noted. Vial signs are stable.